Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had taken the pump into a pool. Subsequently, an altitude alarm occurred. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. The customer was unable to clear the alarm. Reportedly, the customer has manual injections available as alternate insulin therapy.